Event description:
It was reported to boston scientific corporation in 2007 that an enteryx procedure kit was implanted in 2005 (patient age, gender and weight are unknown). According to the complainant, with an onset date of the same day (the event date) the patient reports "shortness of breath". The event was reported as moderate in intensity, and not serious. Patient was treated medically. Event outcome is listed as "unrecovered/unresolved."

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.